Manufacturer narrative:
Physio-control evaluated the device and found that the device was able to power on properly but the display was blank. Physio determined the cause for the display malfunction to be a partially seated j2 connector on the mating receptacle of the display assembly. After the connector was fully reseated, proper device operation was observed through functional and performance testing. There was no power failure of the device. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor reported that the device would not power on out of box. There was no patient use associated with the event.